Event description:
Information received indicates the brake and steer casters are not locking into the brake position.

Manufacturer narrative:
The technician adjusted the brake and steer casters to repair the bed.